Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that they were experiencing intermittent inability to establish communication with pt's generators. Troubleshooting was performed but was unsuccessful at restoring consistent communication. Attempts to have the suspect device returned for analysis have been unsuccessful to date.